Event description:
It was reported that the customer had received a new insulin pump the day before and her blood glucose meter was not communicating with the insulin pump. The customer's blood glucose was 400 mg/dl. Assistance was provided with programming the meter ID into the pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).